Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the initial functional testing and archive review. The root cause for the ua45 error message was due to the driveshaft not being at home position which is likely attributed to user error. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. During visual inspection, no issues were observed. During archive data review, multiple ua 45 error messages were observed. During functional testing, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" upon powering on. The root cause for the ua45 error message was due to the driveshaft not being at home position. Using the administrative menu, the driveshaft was readjusted back to home position. After clearing the ua45 error message, during run-in test; the platform displayed intermittent fault 27 and as precautionary measure drivetrain and motor controller board needs to be replaced. This observation is not related to the reported complaint. After replacing the drive train and motor controller board, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user was unable to clear the ua 45 error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.